Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
Patient underwent an enb procedure to biopsy a suspicious lesion in the rll. The physician was unable to navigate any closer than 2 cm from the lesion and aborted the procedure. There were no issues reported with the system and no biopsies of the lesion were attempted. Patient was under general anesthesia. Initial reports state that there was no sign of bleeding when the bronchoscope was removed, however, while still in the procedure room the patient began to bleed and subsequently died. Additional information reported by the hospital staff indicate that the patient had a heart attack with pulmonary edema. The patient had a permanent pacemaker, which is contraindicated in the superdimension instructions for use which states "the safety of use of the superdimension navigation system in patients with electrically or magnetically activated implanted medical devices has not been evaluated." No additional details are available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.